Event description:
It was reported with the use of the interlink ext 2y sites (54cm) there was an issue with septum damaged. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: it was confirmed that the septa of y site is collapsed. Measurement of the height and the diameter of the septum showed that they were all within the standard value range. Since there was no abnormality in the dimensions of the injection site and the septum of the actual product and this product was subjected to a leakage check of 55 kpa during the manufacturing process, it was judged whether the cannula was punctured to a position deviated from the center of the septum during use although it is possible to think that it did not pull out vertically, it did not reach the cause identification. A review of the device history record could not be performed as a lot number was not provided for this incident.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed, and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the interlink ext 2y sites (54cm) there was an issue with septum damaged. There was no report of injury or medical intervention.